Event description:
The customer returned the colonoscope to the service center for a separate issue. During evaluation, the air water tube contained a white smear, and occasional image interference was observed; the service repair technician indicated that the most likely cause of the complaint was traced to component failure, while also air water tube contained a white smear, the cause could not be established. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Also, for the occasional image interference, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.